Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the handle of the bisector opened up by itself and a portion of the handle dropped on the floor. Another vv7 bisector was used and procedure completed with no complication. There was no adverse event.

Manufacturer narrative:
Trackwise ID 792750. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 03/27/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The handle of the device was observed to be detached and separated from each other. There were no other visual defects observed. A visual inspection was conducted on 08/30/2023. No signs of clinical use and no evidence of blood was observed as the device was returned inside the product packaging box. The handle of the device was observed to be detached and separated from the harvesting device. No other visual defects were observed. Based on the photographic evaluation as well as the investigation results, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000269859 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4), updated section: b4, g4, g7, h2, h6, h11 corrected section: h10- problem ID corrected photographs were provided by the account. A photographic evaluation was conducted. The device was observed inside the opened product packaging box. Signs of clinical use and no evidence of blood was observed. The handle of the device was observed to be detached and separated from each other. There were no other visual defects observed. The device was returned to the factory for evaluation on (B)(6), 2023. A visual inspection was conducted on (B)(6), 2023. The device was returned outside the product packaging box. Signs of clinical use and no evidence of blood were observed . The handle of the device was observed to be detached and separated from the harvesting device. No other visual defects were observed. Based on the photographic evaluation as well as the investigation results, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.